Event description:
The pt received her scs system on (B)(6) 2010. It was reported that pt suddenly lost stimulation, and neither the pt programmer or charger would communicate with the ipg. The replacement of external devices were unsuccessful in resolving the issue. F/u on the pt found that the physician will schedule an explant and replacement of the ipg. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.